Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, that stent damage was observed. While preparing a 3.00x12mm taxus express2 drug eluting stent, the customer reported that: "upon opening the package, a stent strut was found to be lifted on the proximal end of the stent." The procedure was successfully completed with another of the same device, and there were no pt complications reported.